Event description:
It was reported a patient underwent a total knee arthroscopy procedure on (B)(6) 2022 and topical skin adhesive was used. Post op, the patient has an extreme reaction with boils, popping underneath the mesh, 4 days post-op. Adhesive was removed and prescription medication to decrease the inflammation including steroids. Current patient status is healthy and healed. Additional information has been requested.

Manufacturer narrative:
Product complaint (B)(4). Additional information provided: did the patient experience a post-op device malfunction? Unknown, did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing?unknown, did the patient require revision surgery or hardware removal? Unknown, patient status/ outcome / consequences. Yes, patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? Inflammation, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, doctor has been using stratafix and dermabond prineo on all his tka & tha orthopedic cases since 2017. He understands the clinical value of our highest technology wound closure products. The pa - has been trained multiple times on the application during local education courses. And I have witnessed multiple cases of correct application. They always ask if patients have any adhesive or glue allergies, and follow new protocols if yes. Additional information was requested, and the following was obtained: was stratfix used on any of the three events being reported? If yes, was there any issues reported from the stratafix administration? Yes and no issues reported from the stratafix administrations or those tissue layers. Photos available. Yes. Was there any medical or surgical intervention performed for any of the three events (product removed; re-operation; re-closure; prescription medication)? If so, please specify. Removal and prescription medication to decrease the inflammation including steroids. If medication was required, please clarify if it was prescription strength - yes prescription strength. What is the most current patient status? Healthy and healed. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? No. Please describe how was the adhesive was applied - in a brushing, painting motion. What prep was used prior to, during or after adhesive use? No pre. Just clean and dry skin with saline. Was a dressing placed over the incision? If so, what type of cover dressing used? Dry covidien dressing. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Not that he was aware of. Is the patient hypersensitive to pressure sensitive adhesives? Not that he was aware of. Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Yes. Patient demographics: initials / ID, gender, age or date of birth; bmi -female. Patient pre-existing medical conditions (ie. Allergies, history of reactions). Not that he was aware of. Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Unsure. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Please clarify if product sample is available for return for this file. It was indicated but no product for lot: sebarx, was received. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Concomitant product: stratafix unknown. Related events captured via mw# 2210968-2022-08973, mw# 2210968-2022-08974. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Please clarify if product sample is available for return for this file ¿ it is not. They were all used. It was indicated for each of the 3 files but no product for lot: sebarx, was received ¿ they used all of this lot before I could grab a sample. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.